Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited over one square millimeter of peeling at the insertion section coiled tube coating. There was also an adhesion failure observed at the objective lens bonding area. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope's light lens glue peeled off.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information following an investigation reopen. Updated fields: b5, h2, h4, h11. The following reportable malfunctions were identified during the device evaluation: light lens glue peeled off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.